Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited high thresholds. The lead was explanted and replaced. The patient was fine post procedure.